Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the 23 g x .75 in needle x 12 in tubing bd safety-lok¿ blood collection wingset there was a black powder like foreign matter on the needle and the health care provider injected to the patient without realizing it. Health care provider noticed black foreign matter on the patient's skin. Also, black foreign matter was inside of the needle cap. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, evaluation of the customer samples was performed and foreign matter was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on the investigation, the most likely root cause was determined to be related to a supplier manufacturing issue.

Manufacturer narrative:
Investigation summary: further investigation was conducted by the manufacturing site and at the supplier. No material consistent with the foreign matter found on the product is used during the extrusion process at the supplier or during the assembly process at the manufacturing site. Investigation conclusion: based on the investigation, a root cause could not be determined.